Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00289. The device was manufactured april 19-22, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed fluid inside the bag that contained the device, indicating that the device had leaked. The location of the leak could not be determined from the photograph. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location prior to patient use. There was no patient involvement. No additional information is available.